Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation and evaluation is currently underway. A review of downloaded software flag files consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death. Device manufacture date monitor sn (B)(4): 03/14/2013, electrode belt sn (B)(4): 04/08/2014.

Event description:
A us distributor contacted zoll to report that a patient received an inappropriate treatment prior to passing on (B)(6) 2017. The patient was at a friend's house and was reportedly not conscious at the time of the event. Review of downloaded data indicates that prior to the treatment, the device detected asystole at 19:18. ECG analysis determined that the rhythm at this time was severe bradycardia at 10 bpm by CPR artifact. The rhythm was obscured by CPR artifact. It was reported that the patient received resuscitation from ems. The patient received a 150 j treatment shock at 19:23. The patient's pre and post shock rhythms are unknown, as the signal was obscured by CPR artifact. After the treatment, the response buttons were intermittently pressed from 19:23 until 19:24. It is unknown who was pressing the response buttons. The patient reportedly passed away at 19:39. The device was shut down at 19:43. There is no indication at this time that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable rhythm prior to the treatment. Bradycardia is considered a non-treatable rhythm.